Event description:
It was reported while using bd vacutainer® serum blood collection tubes 1 tube was broken and leaked when attempting to collect a sample. There was no health impact or consequences reported.

Manufacturer narrative:
E4. The initial reporter also notified the FDA on 20 may, 2024. Medwatch report (B)(4). Investigation summary: bd had not received samples or photos for investigation. Therefore, 95 retention samples from bd inventory were visually inspected with no issues identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode cracked tube. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.